Manufacturer narrative:
The device was manufactured between april 25, 2018 - april 27, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak between the spike port tubing and spike port connector. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered before use. There was no patient involvement. No additional information is available.